Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device had been resetting itself at least once a day. Customer's blood glucose was unknown. Time and data were reset but the basal rates were retained. Customer's mother was unable to troubleshoot at time of call due to the customer was not present at time of call. Customer will not be returning the device for analysis.